Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified flat creases, wear abrasion, stress marks, broken shell with sharp edge opening where is localized stress-induced. A dimension measurement in the shell was performed which identified the thickness to be within specification. A dark circle around the patch was also observed. A weight test of the explanted material was completed and it was found to be underweight. Based on the device analysis the final assessment is a broken shell with sharp edge where is localized stress-induced assessed as surgical impact.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.